Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges were warped/bent. Reportedly, the customer refilled a previously used cartridge and loaded the used cartridge onto the pump to address the event. There was no reported impact to the customer's blood glucose level.